Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Product information is not available as the abbott representative attending the surgery was not able to collect it.

Event description:
It was reported that during the patient's trial procedure on (B)(6) 2019, the physician could not advance the lead beyond t12. As a result, the procedure was abandoned. Product information is not available as the abbott representative attending the surgery was not able to collect it.